Event description:
The device was used during an aorta by femoral bypass procedure reportedly, the instrument locked on the tissue. The surgeon resected the instrument off. The hosp has reported that the pt's status is satisfactory.